Event description:
Information received notes that the patient presented for the initial implant with an escape rhythm of about 40 bpm. During implant, the ECG showed loss of sensing with asyn- chronous pacing. The position of the leads appeared satis- factory via fluoroscopy. After disconnection from the pulse generator, the leads showed good measurements. When the leads were reconnected, loss of sensing occurred. A new device was placed with normal function.